Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was 471 mg/dl. The patient's reservoir fell out of the insulin pump. The reservoir tube lip was broken and the reservoir kept falling out. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the selftest, unexpected restart, rewind, basic occlusion and displacement tests. However, unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery alarm or occlusion tests due to the prime anomaly. The pump was received with a partially broken off reservoir tube lip. The reservoir does not stay locked in. The pump was received with a missing reservoir tube o-ring, a cracked case at the reservoir tube window corners, broken battery tube threads and minor scratches on the lcd window.